Event description:
It was reported that an ultraflex tracheobronchial stent was implanted in the trachea of a pt for treatment of tracheobronchial malacia. After approx three weeks, the pt began to cough up pieces of the sent. The pt's cough was reported as a severe, retractable cough secondary to asthma. The stent in the trachea was removed with biopsy forceps. All of the pieces of the stent were successfully removed from the pt. The pt currently has no stents implanted. After the stent was removed, the pt received bronchoscopy treatment to remove mucous and open up the airways. This is also the same treatment that the pt was receiving for the condition before having the stents placed. During this MFR's follow-up investigation, the doctor reported that the pt had such a severe case of tracheobronchial malacia that this would have caused the problem not the product. Therefore, additional details about the procedure and pt's condition were not made available because the doctor and the hosp advised this company's rep that they did not want any follow-up and were not interested in filing a report about this case. If additional info is made available, a supplement to this report will be filed. The device was destroyed by the user facility and was not returned for eval. Therefore, a failure analysis could not be performed. A lot history search was performed and no other complaints were found for this lot number. The dfu for ultraflex tracheobronchial stents states that it is indicated for use in: "the treatment of tracheobronchial strictures produced by neoplasms or in benign strictures". The contraindications for use listed in the dfu include: "tracheobronchial obstruction with a lumen diameter which cannot be dilated to and maintained at least 4mm". User technique and/or pt anatomy may have contributed to this event. However, company is unable to determine the relationship between this device and this event.